Manufacturer narrative:
It was reported that as the gauze component was being removed from the surgical site, during a paraesophageal hernia procedure, the gauze was shredding into the surgical site. A pair of forceps was used by the surgeon to remove the gauze material from the surgical site. The patient was under general anesthesia at the time of this incident and the length of the case of was prolonged due to the shredding of the gauze, but there was no reported impact or adverse effect to the patient, the patient's stability, or the patient's plan of care as a result of the reported incident. The reporting facility indicated that no sample was available to be returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention to remove the shredded gauze from the surgical site, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gauze shredded while inside of a patient.